Event description:
The customer reported to hotline their liquid waste bottle cracked; hence the customer discarded the bottle properly according to laboratory procedure. The customer requested assistance from hotline to order a new bottle. Hotline informed the customer they would be reimbursed with a new bottle as hotline determined the age and use of the bottle had caused the crack to occur and not physical damage to the bottle. The customer confirmed no risk of exposure or injury as a result of the cracked container and that it had been disposed of properly according to lab procedure the customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place. Service was not dispatched for this event; hotline resolved the issue for the customer with routine trouble shooting.

Manufacturer narrative:
A replacement bottle was sent to the customer. (B)(4).